Event description:
It was reported that the implantable cardioverter defibrillator (ICD) could not be accessed remotely. A follow up in clinic was conducted during which the ICD could not be interrogated. Premature battery depletion was suspected. The ICD was explanted and replaced. The patient was stable.